Event description:
It was reported that during an av declotting procedure (off-label use), the catheter shaft broke in half. Balloon was in an upper arm vein and was pulled successfully out of pt on the first try. No further complications were reported.